Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. In addition, it was reported that the pump requested the customer to perform the load fill tubing sequence multiple times. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 102 mg/dl.